Event description:
Resident in nursing home was found with head between mattress: mrail. Physician found them. Compressions were started. The pt was pronounced dead 25 minutes later. It was assessed that the pt had reached over to answer their phone. They rolled off the bed catching their head in the handrail.